Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a 59 year old female patient had a skin irritation under the front therapy electrode pad. The patient's physician recommended a lotion for the patient to use on the skin irritation. Follow-up indicated that the patient was using the lotion that the doctor recommended, but the medical outcome of the rash is unknown.